Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was detected on the asymptomatic patient's right ventricular lead. The lead was capped and replaced on (B)(6) 2018. During the procedure, it was noted that the conductors appeared to be externalized. The patient was stable during and post-procedure.